Event description:
Discordant high calcium result on an advia 2400 chemistry system was generated on one patient sample. The result was reported, however the laboratory repeated the sample since it did not match patient's clinical history. A corrected report was later sent to the physician. Calcium supplementation was delayed based on the initial incorrect result reported.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the instrument and instrument data. After analysis of the instrument and instrument data, the fse determined that the cause of the discordant calcium result was unknown. The instrument is performing within specifications. No further evaluation of the device is required.